Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported suture separation was observed as needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4 correction: the lot number was updated from 5060741 to 5070841; primary UDI number updated from (B)(4) to (B)(4).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to a peripheral leg interventional procedure. Reportedly, the prostyle suture separated when the plunger was withdrawn. The suture of a new prostyle devices was successfully pre-placed. The sheath was upsized to an 8f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.